Manufacturer narrative:
The device was sent to the depot for evaluation. A depot technician evaluated the device and was able to duplicate the reported issue. The therapy board was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the issue was determined to be a faulty therapy board. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not charge for defibrillation. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device would not charge for defibrillation. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The faulty therapy board was further evaluated by a stryker product assessment center technician. Root cause was determined to be a shorted diode d12. H6 clinical signs and symptoms has been corrected.